Event description:
Pt infected and acetabular cup was slightly loose, and abducted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.